Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the recipient report. This is a final report.

Event description:
It was initially reported that in situ measurements received show several channels with high impedance and a high gpi. It is not really possible to evaluate the hearing perception of the user as he cannot communicate this himself. Pressure over the reference electrode area has been applied during telemetry, to exclude any air bubble. No trauma was reported by clinicians and /or parents. Re-implantation occurred (B)(6) 2023.

Event description:
It was initially reported that in situ measurements received show 5 channels with hig impedance and a high gpi. It is not really possible to evaluate the hearing perception of the user as he cannot communicate this himself. The user has been hospitalized and given antibiotics some time ago, the reason unknown. Pressure over the reference electrode area has been applied during telemetry, to exclude any air bubble. No trauma was reported by clinicians and /or parents. Re-implantation occurred (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.